Manufacturer narrative:
Visual inspection of the returned device revealed that the distal tip of the extrusion, as well as the distal end of the cutting wire, was missing. The proximal portion of the cutting wire, however, appeared blackened, indicating that excessive current flowed through the device. See figures 1 and 2. The customer's complaint has been confirmed. The cause of the excessive current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the scope, resulting in an electrical short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The july 2007 15 - month ultratome xl - sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (female patient, age unknown). According to the complainant, the "cut wire had burst" while attempting to cut the ampulla of vater. The physician removed the device and successfully completed the procedure with a second ultratome device. No patient complications were reported.